Manufacturer narrative:
The customer was sent softshells and lanolin to help in her healing process, since she has been fitted with the correct size breastshield by a lactation consultant. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in ir13-003. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she was using an incorrect breastshield size, and as a result, her breast is red and she is in pain when pumping. The customer also stated that she had a yeast infection and was prescribed nystatin.